Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-jan-24.

Manufacturer narrative:
Device evaluation: the 1 x gepd-7-7 geenen pancreatic stent set of lot number c1993280 was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures user error of a second stent placed beside a fractured stent. This file is related to pr(B)(4) / MDR ref#3001845648-2023-00467: stent got severed and pr(B)(4) / MDR ref#3001845648-2023-00724: occlusion of gepd-7-7. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. User /use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. Manufacturing records review: prior to distribution all devices are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use /or label review: it should be noted that in the japanese packaging insert (c-es0202m18): intended use or indication states: ¿this product is a stent set for drainage by insertion into stenosed or obstructed pancreatic and/or biliary ducts¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the instructions for use (IFU-0055) states the following: "do not use this device for any purpose other than stated intended use there is evidence to suggest that the customer did not follow the packaging insert and the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error can be attributed to the user placing as second stent while leaving the fractured stent in place. Thus having two stents side by side is considered user error. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Summary of investigation: failure identified: as per customer testimony the user selected another stent instead and completed the procedure leaving the fractured stent in place. Confirmed quantity of 1 device, reported used. Investigation findings conclude a definitive root cause of user error can be attributed to placing a second stent beside the fractured stent. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Gepd-7-7 had been placed 1.5 month in accessory pancreatic duct. It was attempted to replace but got severed near flap on distal side during removing. Therefore the user selected other stent of 5fr. 7cm (unknown lot#) instead and completed the procedure leaving the severed part in patient body. This file captures user error. Pr 397780 (MDR ref#3001845648-2023-00467) captures fractured stent. No health hazard.